Event description:
The reporter contacted animas on (B)(6) 2012 indicating that they were attempting to start back up on the pump and that there was a cartridge in the pump with no insulin. The reporter indicated that there was some type of liquid in the battery compartment. The reporter cannot recall the previous state of the pump. This report is being made based on the allegation that the cartridge may have leaked into the pump.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.